Event description:
The patient was undergoing an electrophysiology evaluation and 3d mapping. The md used a lasso catheter to map electrical impulses. The catheter was tested prior to insertion into the patient. The catheter was placed, but indicated a connection error. It was removed and given to the manufacturer rep in the room. A replacement was obtained and used to complete the procedure. There was no harm to the patient.